Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 3303893. D4. Medical device expiration date: 2025-10-31. H4. Device manufacture date: 2023-10-30. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was blood leakage seen in two (2) devices. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 26-apr-2024. Investigation summary: bd had received 2 customer photos and customer samples for review and analysis. Photo shows a device with leakage around the rear barrel and hub of the device. Additionally, 30 of the customer samples were subjected to a draw test to assess functionality of the device. All samples passed testing exhibiting no signs of damage or leakage during use. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is able to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was blood leakage seen in two (2) devices. No patient impact reported.

Manufacturer narrative:
D2b. Medical device type: jka. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was blood leakage seen in two (2) devices. No patient impact reported.